Manufacturer narrative:
(B)(4). The device was sent to baxter, repaired, and subsequently returned to the customer. The receipt date has not been indicated. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of damaged battery alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to damaged batteries resulting from use/user error. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Baxter (B)(4) field service technician serviced a colleague infusion pump for a damaged battery alarm. This event was found to have interrupted delivery. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.